Manufacturer narrative:
B5 - it was also reported there was blurry vision and headaches. H6 - 4581 - narrow angles, 2137, 1880 code should have been included. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.0/2.0/083 (sphere/cylinder/axis) was implanted into the patient's right eye (od) in 2019. Reportedly, "over the past 4 years has developed an increased vault and narrowing angles."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).